Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The 3.5 x 15 mm nc trek balloon catheter was removed from the packaging and the device was prepped per the instructions for use, prior to use in the anatomy. The nc trek was advanced into the guiding catheter, but the device became stuck. The balloon catheter was pulled out and blood was seen in the indeflator. All the devices were removed from the patient. Outside the anatomy, the guide wire was removed from the guiding catheter. It was then seen that the balloon catheter shaft separated at the guide wire exit notch and was still on the guide wire. A new nc trek was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.